Event description:
Customer reports to have received a program alarm anomaly. Customer's blood glucose was 311 mg/dl. Troubleshooting was performed and insulin pump passed self test. Customer was advised to monitor insulin pump and to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.